Event description:
Unomedical reference number (B)(4). Event occurred in the saudi arabia. It was reported that the patient faced infusion set cannula was bent upon removal from the site which led high blood glucose level of 315mgdl. The high blood glucose level was treated by using insulin pump. Customer also reported pain in the infusion set insertion site on first day of insertion and skin irritation and no medical intervention was provided for this event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.